Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl, large ketones, sickness and vomiting. Reportedly, the cause was unknown, however the customer had an empty cartridge of insulin in the pump. Bg was addressed via a correction bolus; vomiting and sickness was addressed via fluids and unspecified medicine. The customer was instructed to consult with healthcare provider regarding bg level.